Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated but the ptfe is still holding the two ends together. There are kinks along the hypotube at 27cm, 29.5cm, and 32cm from the handle. Microscopic inspection revealed no additional damages. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the connection part was fractured and removed by snare. The target lesion was located in the right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connection part was fractured. A snare was then used to remove the fractured part. The procedure was completed with another of the same device. No further complications were reported, and patient is stable.

Event description:
It was reported that the connection part was fractured and removed by snare. The target lesion was located in the right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connection part was fractured. A snare was then used to remove the fractured part. The procedure was completed with another of the same device. No further complications were reported, and patient is stable.